Event description:
Event description guidant received information that when the patient's device was changed out it showed an open condition on the endotak lead. The form states that the impedance was high but does not say what the impedance reading was.